Event description:
Pt not ventilated because of the defectiveness of the "pmax potentiometer. Ventilation to a pt didn't start when the pt was connected on sv 300. According to dr pt was in deep difficulties of breathing when pt was to be connected on the ventilator, thus resulting in hypoxic heart stop. Pt recovered.